Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. Upon device interrogation, non-sustained rv oversensing episodes were observed on a stored egm. The noise was able to replicate during the provocative testing in clinic. The lead was suspected to be damaged. A chest x-ray and further testing in clinic was recommended. There were no patient consequences. No further information is available at this time.